Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20119016, medical device expiration date: 2023-11-20, device manufacture date: 2020-11-20. Medical device lot #: 20109017, medical device expiration date: 2023-10-21, device manufacture date: 2020-10-21. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: a complaint of sets having issues during infusion was received from the customer. Five samples were returned for investigation. Through visual inspection it was observed that one of the set's tubing was a darker color than usual. The sets were primed and infused with no issue, the customer complaint could not be replicated. A device history record review for model 2426-0007 lot number 20119016 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20nov2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the failure not being able to be replicated, a root cause could not be determined. A complaint of sets having issues during infusion was received from the customer. Two samples were returned for investigation. Through visual inspection the customer complaint could not be verified. The tubing was not discolored. The sets were primed and infused at 100 ml/hr with no issues. There were no other defects observed. A device history record review for model 2426-0007 lot number 20109017 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to the failure not being able to be replicated, a root cause could not be determined. These incidents have been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 as lvp 20d 3ss cv sets from lot 20119016, 2 from lot 20109017, and 1 from an unspecified lot had flow issues during use where the red blood and white lipids stained/discolored the tubing's fluid path. The following information was provided by the initial reporter: "customer has all the details, including the dates, but in general, they have stated that when they run blood and lipids in the alaris pump tubing, the red from the blood and the white from the lipids stain or discolor the fluid path of the tubing. What is happening is the ail detector on the pump is not alarming because they state the discoloration/stained tubing is causing the pump to read that there is still drug in the line and the pump is not shutting off. They can provide you with more details."